Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced some urinary issues following an implant procedure. The patient went to a urologist and was catheterized. The urologist indicated that the patient had a pre-existing issue which was exacerbated by the anesthetics. Follow-up report indicated that the patient was provided medication which resolved the reported urinary issues. The patient is currently doing well and reports great pain relief.